Event description:
Approx two months ago, shortly after implant, the pt developed painful edema around the pump and catheter. The health care professional (hcp) replaced the catheter; the edema persisted. Then the hcp removed the pump and catheter; the edema disappeared. The pump was used to deliver prialt.

Manufacturer narrative:
The pump and catheter have been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.